Event description:
Boston scientific received information that this left ventricular (lv) lead did not capture and was observed to have dislodged. A revision procedure was performed and the lead was explanted. Another lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has not been returned. This investigation will be updated should further information be provided.